Event description:
It was reported that the physician had a case/revision scheduled where the patient had a build-up of fluid around the pump pocket area. No further information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).